Event description:
It has been reported the pt observed a low battery warning despite fully recharging the ipg. The charging system communicated but the pt was unable to communicate the ipg with the pt programmer. Pt underwent surgical intervention to explant and replace the ipg. Stimulation was captured post-operative. The issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.